Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their rep tried to 'move' their stimulation which 'somewhat' resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that 2 years ago patient started experiencing pain on the right side. Patient states the ins was put in to help with the left side pain. Patient said hcp decided to move the stimulation to the right to stop the pain. Patient stated she ended up having hip surgery due to this pain on the right side in (B)(6) 2017. Patient states the hip was basically disintegrating. Patient states since then she has had pain on her left side with her sciatic nerve. Patient states the pain is like labor. Patient sates the reason she got the device implanted was to help with the left side pain. Patient states the pain was always there but the pain on the right side was masking the pain on the left side. Patient states since hip replacement surgery however, the left side pain has returned like no other. Patient states she has not made any changes or adjustment with the patient programmer because she is afraid to do anything with. Patient indicated she moved and does not have a managing health care professional (hcp). Additional information was received from a patient. It was reported that the patient¿s stimulation was reprogrammed to their right side. The patient stated that their sciatic nerve started up with pain on their left side. It was noted that no steps had been taken to resolve the pain, and the issue hadn¿t been resolved. Additional information was received from the patient. It was reported that the patient felt pain around the location of their device. The patient said when they put their foot down, they experienced excruciating pain. The patient saw their healthcare provider (hcp) last week and were told to schedule a reprogramming session with a manufacturer representative. The patient said they fell on the front end at the end of (B)(6) 2018. The pain was reported to be sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient's return of pain was related to the patient's lower back pain from different injuries, falling on ice many times, being rear ended several time and an old work injury. The patient is going to pain management and is trying to get surgery. The patient's pain has not been resolved. No further information was reported.